Manufacturer narrative:
(B)(4). The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The additional prostyle device with reported issue referenced is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the heavily calcified right common femoral artery using a prostyle device after a percutaneous coronary intervention using a 6f sheath. Reportedly, there was resistance advancing the first prostyle device into the vessel; therefore, the physician torqued the device which led to the proximal guide becoming kinked/bent. The prostyle device was removed from the anatomy without issue. A second prostyle device was attempted with resistance also noted during advancement then the device became stuck in the subcutaneous tissue the device was rotated, and force was used in an effort to remove the device. As a surgeon was not available to retrieve the device, the plunger was attempted to be removed and the footplate lever lifted; however, this was unsuccessful. Nitroglycerin was delivered through the marker lumen to treat possible muscle spasms to free the device. Eventually, the footplate lever was opened, and the plunger deployed. The plunger was removed, the lever closed, and the device was successfully removed from the vessel. Upon removal, it was noted that a foot of the prostyle device had separated, and the distal guide separated from the proximal guide. It was confirmed that the foot and proximal guide were not inside the patient; however, the distal guide remained in the patient. An 8f sheath was inserted contralaterally to retrieve the distal guide using a snare. The prostyle distal guide remained stuck in the sheath; however, both were successfully removed from the patient anatomy. Manual compression was used to achieve hemostasis in both access sites. There was no adverse patient sequela. There was a report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported material separation of the guide and foot were confirmed. The entrapment of the device, mechanical jam, retraction problem and difficult to advance could not be replicated in a testing environment. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficult to advance, material separation, entrapment. Mechanical jam, and retraction difficulties, and the subsequent treatments are due to the circumstances of the procedure. It is likely related to the angle of insertion or the patient anatomy as indicated with the reported, ¿during advancement then the device became stuck in the subcutaneous tissue¿. It is likely the guide separation occurred during the insertion process. The further manipulation and attempted removal may have possibly led to the guide separation as well as the foot break. The other reported difficulties would be induced by the guide break. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Reportedly, there was resistance when the prostyle was attempted to be removed from the patient anatomy. It should be noted that the electronic perclose prostyle instructions for use, states: do not advance or withdraw the perclose prostyle smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and / or breakage of the device, which may necessitate intervention and / or surgical removal of the device and vessel repair. It is unlikely the IFU violation contributed to the reported difficulties.